Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2002, the plaintiff was implanted with a sparc sling system "to treat her stress urinary incontinence and other injuries". It was alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.